Event description:
Customer reported she received two no delivery alarms during basal rate delivery. The alarm history showed one was on (B)(6) 2014 and the other on (B)(6) 2014. Customer also stated the sensor was not communicating with the insulin pump and received a lost sensor alert. Most recent blood glucose value is 279 mg/dl. Customer did not notice a bent cannula. No troubleshoot performed as it is a past event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.